Manufacturer narrative:
The reported event was addressed with phone support. The isi technical support engineer (tse) assisted the customer with reseating the endoscope to resolve the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the endoscope was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the system displayed error code 23003, and the endoscope image display was inverted. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse assisted the customer to seat the endoscope and resolved the issue. The user continued with the procedure using the same endoscope. The procedure was completed with no reported injury.